Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 30 mg/dl. Troubleshooting was performed. The programming was correct. The device passed the displacement test. The customer stated that she stopped eating the day before her admission per her physician instructions. Advised customer that it could be the reason for her low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.